Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus device produced heat after surgery and the batteries had a leak. Only the battery pack part was received from the customer. There was no patient/user harm or surgical extension/delay associated with the report.